Event description:
User facility reported that during use of the listed pressure monitoring line, a leak was observed where the tubing is bonded to the luer lock. Replacement of the monitoring line was required. There were no adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.